Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the emergent endovascular treatment of a 5.5 cm in diameter abdominal aortic aneurysm and a contained ruptured iliac artery aneurysm. It was reported that the patient returned for follow up and there is a punctate focus of air noted just above the aortoiliac bifurcation that is nonspecific in etiology. No evidence surrounding the periaortic inflammatory changes. The operative report indicates that the angiogram reveals that the previously reported punctate focus of air noted just above the aortoiliac bifurcation was resolved. Per the investigator, the punctate focus of air noted just above the aortoiliac bifurcation is most likely related to postsurgical in nature. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.